Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) they tried to access the papilla using a cook fusion omni-tome pre-loaded sphincterotome. After using the elevator of the endoscope the sphincterotome is turning like a snake in the left direction. With this shape is was not possible to access the papilla. A new cook fusion omni-tome pre-loaded sphincterotome was used to complete the procedure without problem. The following comment was made on the complaint form: "it was in more than one case". A specific quantity was requested and estimated to be 4 or 5. No other details were made available by the medical facility. Reference mdrs 1037905-2012-00247, 1037905-2012-00248, 1037905-2012-00249, 1037905-2012-00250, and 1037905-2012-00251. Additional information regarding pt impact and product usage was requested but unable to be provided. The complainant did not specify if the pt experienced an adverse effects or required additional medical procedures due to these events.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definite cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device form the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action si not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.